Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450 17845-5c-aw rev a 10/17. Changing your pod 3/page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3/page 23: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 11/page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient's parent reported that their child had a skin reaction to the adhesive pad. The site was red, itchy, sore with blisters noted at the site. They went to the clinic where they provided the patient with an oily ointment, hydrocortisone and mildizon for the site irritation. The patient's parent reported that this happen to all of their 5 children (please see related complaint (B)(4)). No further information is provided.